Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon was inflated during surgery and removed. Then it was re-inserted, but the balloon did not inflate, so it was removed. The surgeon continued inflating outside the body and the balloon ruptured. Nothing fell into the cavity and there was no bleeding. No pt injury was reported, however, pt was kept under observation.